Event description:
The rpeort from the field indicated that: a person was undergoing coronary stenting to a calcified ostial rca lesion. The site was predilated several times. The sds was advanced with a greater than normal force: there was much "pushing and shoving", and the stent dislodged. Another stent was advanced and deployed over the disloged stent at the target, crushing it up against the vessel. Per reporter, the physician does not blame the cypher stent for dislodgement. The pt was fine.